Event description:
It was reported there was device and screw issues post op and a revision surgery was performed. During the revision surgery it was discovered the device and screw was loose.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event (device loosening) could not be confirmed. Based on the CT scans provided it only appears that a fossa screw is loose, but no failure of fossa mesh backing found. The patient fell and a CT scan was taken, which showed that 1-2 screws in the fossa had loosened. Stryker¿s clinical consultant and the engineering department reviewed the CT scan together and reported no failure of the fossa mesh backing. They confirmed the 2nd screw from the posterior was loose.

Event description:
It was reported there was device and screw issues post op and a revision surgery was performed. During the revision surgery it was discovered the device and screw was loose.